Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of flow accuracy was not reproduced. Flow accuracy/ volumetric testing was done 3x with rate set to 40 ml/ hr and vtbi set to 20 with a run time of 30 minutes each and all 3 testing passed. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow accuracy test during preventative maintenance in the biomedical service department. The expected and actual infusion time, volume and flow rate were rate: 40ml, volume to be infused: 20ml, time: 00:30. There was no patient involvement. No additional information is available.